Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-06929. Related manufacturer reference number: 2938836-2019-06930. It was reported that the patient coded in the ICU and received both internal and external shocks as well as CPR. The patient expired later that day. The device was suspected to misclassified arrhythmia, delayed therapy due to the v lead noise. Further information notes that the cause of death was cardiac arrest, possible anoxic event related to tee procedure and anesthesia. The products were not the cause of death but possible a contributing factor. Cause of arrest unrelated to the device. The device was explanted.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The portion returned of the lead was otherwise normal.